Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue.

Event description:
It was discovered that the packaging was opened. This was not discovered during a procedure and had no patient impact.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history records show that lot released with no recorded anomaly or deviation. Corrective action has been initiated for the reported issue.